Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 10 atm's on the second inflation. (The number of atm's reached on the initial inflation is unk). The pt was asymptomatic during this event. The lesion being pre-dilated was a 90% stenotic lesion in the mid rca. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as "good".